Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional reported a xen®45 gts event in unknown eye described as first pass with xen was too anterior causing a small bleed in the ac, 2nd pass involved flick down causing a cleft to form. Needling was performed to straighten device and free from tenons tissue. Day 1 post-op, noted a well formed bleb with iop of 14 mmhg and slight hyphema at xen tip. Day 4 post-op, device migrated 5 mm in the conjunctiva and curled with an iop of 20 mmhg. Patient started on eye drops. 10 days after initial implant, a second device was unsuccessfully introduced and reloaded twice due to unsuccessful positioning in the ac, resulting in small ac and subconjunctival hemorrhages. A third device was successfully implanted with well formed bleb. A small corneal issue and small iris prolapse occurred, resolved with miacol and suture. This record captures the first device.

Event description:
Hcp additionally reported, events relate to left eye.